Event description:
The report stated that after starting a radio frequency ablation procedure, a water leak occurred from around the connection of needle side of the in-flow tube. The doctor opened a new needle electrode and completed the procedure. Sterile water was not in use. There was no reported injury.

Manufacturer narrative:
The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.